Manufacturer narrative:
Results: the cat6 was ovalized and stretched from approximately 42.0 ¿ 62.0 cm from the hub. The device was fractured approximately 62.0 cm from the hub. The device was kinked approximately 22.0 cm and 95.0 cm from the hub. The device was ovalized from approximately 144.0 ¿ 145.0 cm and 146.5 cm from the hub. The total length of the device was approximately 146.5 cm. Conclusions: evaluation of the returned cat6 confirmed a fractured device and revealed the device was stretched and ovalized. If the device is forcefully retracted against resistance, damages such as ovalizations and stretches will likely occur. If the device is attempted to be retracted against this type of resistance, the device will likely fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00248.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded femoral bypass graft using an indigo system aspiration catheter 6 (cat6) and indigo system aspiration catheter 8 (cat8). During the procedure, while advancing the cat8 through a 8 fr non-penumbra sheath, the physician experienced resistance. The physician was then able to successfully utilize the cat6 through the rotating hemostasis valve (rhv) with the cat8. However, while retracting the cat6, the physician noticed that the cat6 broke inside of the cat8. Therefore, the physician removed the cat6 and the procedure was completed using balloon angioplasty with the same cat8 and the same sheath. There was no report of an adverse effect to the patient.